Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed, there was foreign material in the biopsy channel. After further review it was also found that there was reduced angulation, damaged suction cylinder, switch 1 not functioning, lg bundle damaged, gap of adhesive at the a-rubber, switch 1 had a pinhole, distal end was worn, and lg lens was chipped. The actual date on which the event occurred is unknown, but it can be estimated as the date when south korea received the complaint. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was foreign material in the biopsy channel of the evis lucera elite colonovideoscope which occurred during maintenance. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a syringe tip that was detached and entered the biopsy channel. Physical damage at the point foreign material was detected was not confirmed; also, deviation from the instructions for use was not confirmed. Therefore, a further cause of the suggested phenomenon could not be presumed. As a preventive measure, the user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): - inspection of the instrument channel "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.